Event description:
Customer reported some low readings. Device = 88 mg/dl at 9 pm. At 1 am, customer awoke "nearly unconscious". Paramedics were called and their device = lo. Paramedics treated pt for low blood glucose, however type not provided. Hospital device = 54 mg/dl. Hospital treated customer, however type not provided. No controls used. A request was made for return product and replacement product was sent.